Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level.